Manufacturer narrative:
Lock bar strut; flange bearings.

Event description:
It was reported by service report that the chair would not lock in the open position. It was reported the lock bar strut was broken and the flange bearings were missing. Pt involvement or adverse consequences are reported.